Manufacturer narrative:
(B)(6). The display control board was replaced, and the iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the screen of the cs300 intra-aortic balloon pump (iabp) suddenly went black. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the screen of the cs300 intra-aortic balloon pump (iabp) suddenly went black. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge authorized dealer's field service engineer was the one that evaluated the iabp and had replaced the part to fix the issue.